Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/05/2013with the following findings:there was no visible damage to the keypad. The down arrow keypad button was found to be intermittently responsive. All other keypad buttons were found to be responsive to button presses. The keypad cover was removed; contamination was found under the down arrow button key contact.